Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lead had pulled out of the epidural space. X-rays confirmed lead migration. The patient was also without stimulation therapy. As such, the patient underwent surgical intervention where the physician tied the lead to the dura. The patient reported effective stimulation coverage postoperative. The patient is happy and the reported issue is now resolved. Please note: no product was explanted.